Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The nurse called technical services for assistance on performing a stat drain. During follow up with this nurse he confirmed the patient was admitted for a hip fracture and had missed a day of peritoneal dialysis (pd). During his scheduled dialysis the patient had hypervolemia and was desaturating. The nurse needed to drain the pd fluid from the patient as part of his treatment for bringing the patient's oxygenation level back up. No further information on the patient will be made available.

Manufacturer narrative:
The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the patient was conducted within a time frame of three months before the occurrence day. The lot number and the part number were not available. A review of the clinic's sales and shipping records for a 90 day period prior to the reported event date revealed no results for a cycler cassette part# or lot#. As such the complaint could not be confirmed.